Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, placement difficulty encountered due to patient's anatomy. Approximately one day following the rv lead implant, the patient experienced pericardial effusion due to lead perforation. A revision procedure was scheduled. The heart was repaired, the rv lead was partially explanted and a different lead was implanted. No further patient complications have been reported as a result of this event.